Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported  that on july 28 she felt a shock down her right leg, ins implant is on the left side. Patient reports this only happened once. During the time of the event patient's weight was fluctuating between (B)(6) pounds, currently pt is back down to (B)(6). There were no further patient complications are anticipated or expected as a result of this event.